Event description:
(B) (6), 2010: pt reports no stimulation for approx two days. No neurostimulator light showing no patient programmer. Add'l info indicates that device was explanted and was replaced with a competitor's product.

Manufacturer narrative:
(B) (4).